Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited placement difficulty and could not be fixed in multiple positions during the procedure. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.